Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient was pre-operatively diagnosed with herniated nucleus pulposus, l2-l3 recurrent. Instability l2-l3 disc space. Prior posterior lumbar interbody fusion, l3-l4 and patient underwent following procedure: posterior lumbar interbody fusion, l2-l3. Bilateral insertion of peek cages at l2-l3, packed with autograft, same site and low dose bone morphogenic protein. Bilateral insertion of the pedicle screws and rods, l2-l3. Facet transverse process fusion, l2-l3. Facetectomy at l2-l3, left. Removal of hardware, l2-l3 left. Removal of pedicle screws and rods l3-l4 left. Continuous emg monitoring both lower extremities. No patient complications were reported. As per-op notes ¿using shavers and eventually chisels, the disk space was restored to a relatively normal height with 9 x 10 x 20 mm stryker peek cages packed with same site autograft and bmp, countersunk into the disc space on each side.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.